Event description:
It was reported that the ¿touchscreen not reacting.¿ the physician was not able to resume function and reverted to an alternative surgical procedure to complete the case. The procedure was completed with turp. There were ¿no injuries to the patient¿.

Manufacturer narrative:
System analysis/service repair on july 29, 2014: the reported ¿error touch screen not reacting when touched¿ issue was confirmed and determined to be the result of a faulty top cover. The top cover was replaced. The system was tested and verified to meet manufacturer¿s specifications. The top cover was returned to ams on august 19, 2014 and was sent to the supplier.

Manufacturer narrative:
The top cover s/n (B)(4) was returned to ams on august 19, 2014 and was sent to the supplier. Product evaluation: the top cover was evaluated by the supplier on october 14, 2014. The supplier indicated that the top cover was down rev and obsolete; recommended to scrap.